Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system powered back on with the interface cable detached. The cause was determined to be a bad power conversion enclosure. Once the part was replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system would not power on and had no indication of battery power. There was no patient present when this issue was observed.

Manufacturer narrative:
The enclosure power conversion (epc) was returned to the manufacturer for analysis. Analysis found that the epc failed bench tes ting. Transistors q28 and q14 were shorted out. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.